Manufacturer narrative:
On (B)(6) 2026, the customer reported, on a date that was sometime in march, the nail nipper is "coming out of the packaging dull". The nurse grabbed new nippers. There was no injury, follow-up care, medical, death, and/or surgical intervention or treatment required. The patient information was not provided due to: unavailable, unknown, or unable / do not wish to disclose.

Event description:
Dullness of cutting device.

Manufacturer narrative:
The MDR was filed under the incorrect fei number and manufacturer address, therefore it was resubmitted with the correct registration number and address in MDR 3004519921-2026-00017.